Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed several successfully performed treatments. The user performed an energy check and treated another patient. Before this corresponding patient, no further energy check was performed. It is recommended that an energy test is performed before each patient. The measured energy was stable. The corresponding treatment was performed with an interruption. No abnormalities or deviations could be detected in the logfiles, which could contribute the reported issue. No technical root cause was detectable. Based on the provided information, no clinical evaluation can be made. The technical review showed that the system was well within the specifications. Anterior uveitis is not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported anterior uveitis (toxic anterior segment syndrome) with secondary glaucoma in both eyes post topography guided photo refractive keratectomy (prk). A cycloplegic eye drop with steroid was prescribed. Uveitis and glaucoma resolved following drop treatment. Patients were doing well first week following the procedure and redness appeared three weeks post-operative. Surgeon changed the contact lens which is usually in place for one week post-operatively. The surgeons suspects laser energy. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.